Manufacturer narrative:
Block d2b: additional pro code (product code): pcu. Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted during a procedure performed on may 28, 2025. During the procedure, the physician had difficulty penetrating the stomach wall. Instead of a clean cut, the device produced a burn effect, requiring three puncture attempts to achieve access. On the third attempt, the settings on the generator were adjusted, which facilitated successful entry. The procedure was completed using this device. There were no patient complications reported as a result of this event.